Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by interference from antivirus software. A technical support specialist reviewed all devices in the facility and confirmed that there were no issues with the stations themselves. The specialist investigated the antivirus software and began reviewing which files needed to be excluded to resolve the issue. Subsequently, the customer confirmed that updates were being received on the refill reports. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the refill reports were not updating the correct information, some of the meds were out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.